Event description:
A customer reported that a tritanium pl cage migrated post-operatively. The patient was revised.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.